Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot #: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 15-jan-2019, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was playing with their child, and that pulled the ins in the gluteal region. The patient developed pain ¿lumbally¿. The patient had stimulation ¿lumbally¿ and in both legs, but now there was no stimulation anymore. The patient had to increase the stimulation progressively, but when they sit down, they felt a shock in the back. There was no loss of power or other complaints. The patient was examined on (B)(6) 2018 and found the ins positioned in right gluteal, not ¿losse¿ and no sins of a hematoma. There was no pressure pain in the surrounding region. The device was interrogated, and impedances were in range. Imaging performed found the electrode tip position unchanged. Imaging done on (B)(6) 2018 showed the lead looked a little bit moved upwards (proximally). The lead had migrated, dislodged, and fractured. The event resulted in an ER visit and the lead was repositioned on (B)(6) 2018. The outcome was resolved without sequelae on (B)(6) 2018. Etiology was related to the device or therapy and not related to the implant procedure. No further complications were reported or anticipated.